Event description:
Boston scientific received information that the patient with an implantable device suffered from twiddler¿s syndrome resulting in right atrial lead dislodgement. In addition, the lead was pulled back all the way into the pocket. A revision was performed and the lead was explanted. The lead was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Damage to the lead was noted. Due to the location and morphology of damage to the lead it is likely that external stress applied to the lead body resulted in the clinical observation. Past experience suggests patient manipulation of the lead through the skin (twiddler's syndrome) is a contributing factor to damage of this type.